Event description:
Allegedly revision performed. No other info available at this time.

Manufacturer narrative:
Upon further investigation. It was found by the user facility that the product did not cause or contribute to a serious injury; therefore the MDR was not required.